Manufacturer narrative:
Other text: additional information h7, h9; d5 is unknown. No information has been provided to date. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# (B)(4).

Manufacturer narrative:
Other, other text: one medfusion 3500 pump was returned for evaluation of the syringe not being recognized. A device history review, DHR, was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The device was inspected to investigate the reported issue. The issue was duplicated and it was found that the main board was not seated onto the extrusion grove as a result of the customer's incorrect assembly of the pump. The main board was installed onto the extrusion to repair the issue and the pump passed all functional tests.

Manufacturer narrative:
Other text: additional information h7, h9; d5 is unknown. No information has been provided to date. This remediation MDR was generated under protocol (B)(4) , as a result of warning letter cms# 617147.

Event description:
Information was received indicating that a smiths medical medfusion pump was not recognizing the syringe. It was also reported that the main board and auto coupler parts were replaced and that fixed the syringe alarm but not the motor won't run issue. No adverse effects were reported.